Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-11-30. UDI #: (B)(4). Return date: 2018-04-30. Device evaluation anticipated, but not yet begun. Mfg date: 2017-11-19. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) /model #: 1650de / expiration date: 2017-01-31. UDI #: (B)(4). Return date: 2018-04-30. Device evaluation anticipated, but not yet begun. Mfg date: 2016-01-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) /model #: 1650de / expiration date: asku. UDI #: (B)(4). Return date: 2018-04-30. Device evaluation anticipated, but not yet begun. Mfg date: asku. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2016-09-30. UDI #: (B)(4). Return date: 2018-04-30. Device evaluation anticipated, but not yet begun. Mfg date: 2015-09-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries exhibited power switching. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller (B)(4) and four batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the batteries revealed that the devices passed visual examination and functional testing. However, it was observed that (B)(4) had exceeded the useful operating life. This is an additional observation not related to the reported event, which can be attributed to the high cycle count of the batteries. Failure analysis of the controller revealed that the device passed functional testing. Visual inspection of the controller under 10x magnification revealed hairline cracks surrounding power port two (2). An internal visual inspection did not reveal fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. The log files of the controller revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of data log files revealed several premature power switching events due to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported power switching can be attributed to momentary disconnections between the controller and batteries. An internal investigation is open to evaluate momentary disconnections. Additional products: battery (B)(4), device evaluated by manufacturer. If information is provided in the future, a supplemental report will be issued.